Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer could not be opened due to the absence of magnets. A field service engineer reinstalled and restarted the station to resolve this issue. The system functioned as intended after a field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure and required maintenance. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.